Manufacturer narrative:
(B)(4). Additional 510k: k011028, k013227. Device evaluated by manufacturer: device not returned. The following information is unknown at the time of this report: date of event: unknown. The device is not expected for evaluation as it remains implanted in the patient. An investigation will be completed, however. Once the investigation is complete, a follow up medwatch will be submitted.

Event description:
It was reported that the implant labels were missing. The dr. Noticed that the implant did not have labels after the implant was placed. There was no report of patient injury.

Event description:
It was reported that the implant labels were missing. The dr. Noticed that the implant did not have labels after the implant was placed. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the implant labels were missing. The dr. Noticed that the implant did not have labels after the implant was placed. There was no report of patient injury. D4: expiration date: 11 dec 2023. G4: 19 june 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H4: 21 dec 2018. The reported device was not returned for evaluation. The reported condition of missing implant labels could not be confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.